Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A failure analysis and determination of root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch with uf/importer report number (B)(4) was received on 15oct2019 with the following information: a risk coordinator reported that during a laparoscopic-assisted vaginal hysterectomy on a (B)(6) female, the tiny tip of the 505200 schroeder tenaculum fcps 10 (single tooth tenaculum) broke. Additional information received on 28oct2019 reported that the event occurred on (B)(6) 2019. The tip was retrieved, instrument and the broken piece was sequestered. There was no patient injury reported.